Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2 reference #1627487-2014-00342. The patient (B)(6) is implanted with an occipital nerve stimulation system (off-label) for chronic migraines. It was reported the patient experienced diminished therapy relief following a visit to the hairdresser. A diagnostic test found low impedance readings for several lead contact, and x-ray imagery revealed lead pull-out from the ipg header. Surgical intervention was undertaken on (B)(6), 2014 to reconnect the leads to the ipg. Effective stimulation was recaptured for the patient following the procedure.